Manufacturer narrative:
The physical device was not returned for investigation. The insulet cloud system was checked for data from the user. Data was found to be available up until (B)(6) 2025. Cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Two automated delivery restriction alerts were generated during this period due to the automated algorithm delivering the max microbolus amount for extend periods in response to increasing and high estimated glucose values. The system correctly transitioned to automated mode: limited while the alert was generating, delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate. The system correctly transitioned to manual mode when each alert was acknowledged. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. The cloud data showed evidence that the bolus records captured in the cloud for this period were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of issues with insulin delivery was observed in the available cloud data.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 60 mmol/l (1080 mg/dl) while wearing the pod. The patient reported the modes switched from automated mode to manual mode due to automated delivery restriction. The patient alleged that the pod failed to deliver insulin. The patient felt unwell and was taken to hospital by ambulance. The patient was then treated in the intensive care unit (ICU) for approximately 3 days. Symptoms reported include hyperglycemia and coma. The patient was discharged after 3 days. The date of hospitalization is unknown. No further information is available on this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.